Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose was 557 mg/dl. Customer delivered a bolus via the pump to address bg level.